Event description:
Related manufacturer report number: 2017865-2022-01957. It was reported that there were episodes of non-sustained oversensing that were unsuccessfully reprogrammed. After reprogramming, there were additional episodes of non-sustained oversensing due to crosstalk and far field r-wave oversensing that resulted in automatic mode switching. Technical support was contacted, however, no additional intervention was performed. The patient was stable and will continue to be monitored.